Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, a new calibration gas bottle was empty. There was no pt involvement. The product was changed out. The surgery was completely successfully.

Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).